Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2013 at 15:10:59. During night drain cycle one, the patient's ultrafiltration reading was 67ml, indicating the home patient (hp) drained 67ml more than their maximum programmed fill volume of 100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv was confirmed through the review of the logs. The cause was determined to be a false empty detect at initial drain and the I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.